Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - dyspareunia; urinary/bowel problems. Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence. After implantation the patient experienced pain, infection, dyspareunia, vaginal scarring and neuromuscular, urinary and bowel problems.